Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the pod was not delivering insulin, despite having been correctly applied. The duration of pod wear was not specified. It was confirmed that the cannula correctly inserted into the skin at the infusion site (abdomen); however, the pink slide did not appear clearly visible in the viewing window, indicating a needle mechanism failure. There was no impact to the patient's blood glucose levels reported.